Manufacturer narrative:
This report is being submitted as part of a "catch-up report" action identified by FDA on 21 january 2021. Reports of active mdrs were processed first to ensure on-time submission ahead of this catch-up report. This is report 11 of 25 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 11 of 25 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient.